Event description:
The facility returned the device for service. During service, the baxter technician found a fail code 61:310:903:0002 in the event history. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 26 2007. Evaluation summary:the reported condition of failure code 16:310:903:0002 was confirmed. However, the failure code, although confirmed, could not be duplicated during service. This failure code is typically associated with a memory failure in the pump's user intrerface module. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.